Event description:
It was reported that a spectrum infusion pump does not recognize a closed door during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'does not recognize a closed door' was reproduced. A review of the event history log (ehl) revealed "shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing lower latch switch. The lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.